Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl. Customer stated there was a chip missing off of the battery compartment. The insulin pump will be returned for analysis.